Event description:
It was reported that this patient experienced an increase in capture threshold and a decrease in sensing from this right ventricular lead due to dislodgement. Subsequently, the patient underwent a revision procedure, and this product was successfully repositioned. No additional adverse patient effects were reported.